Manufacturer narrative:
(B)(4). Further information was received from a baxter employed representative and a nurse. On an unreported date in (B)(4) 2008, the patient began treatment with dianeal n pd4 2.5% (2.5l, 3 times per day, and lot number not reported) and extraneal therapy (2l, once per day, and lot number not reported) intra-peritoneally (ip) for glomerulonephritis chronic. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient experienced "shortcoming of connecting methods". On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis, manifested by cloudy peritoneal effluent. The cause of the peritonitis was the "shortcoming of connecting methods." On (B)(6) 2012, the patient was treated with vancomycin (0.5g, once per day, ip) until (B)(6) 2012. On (B)(6) 2012, the patient was started with cefon (1g, once per day, ip) until (B)(6) 2012, the patient was treated with finibax (1g, once per day, ip). On (B)(6) 2013, the patient was started again on vancomycin (0.5g, once per day, ip) for the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported there was a break in aseptic technique by the patient, described as a "shortcoming of connecting methods." The assignable cause for the break in aseptic technique is not determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for chronic renal failure. Action taken with dianeal therapy was not reported. On (B)(6) 2012, during a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. The outcome of this peritonitis event was not reported.